Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus. Customer's blood glucose rose to over 400 mg/dl. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer also reported a displacement test and manual prime were successful on the insulin pump and the motor error alarm did not recur. Customer declined to return the product for analysis.